Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The customer attempted to reboot the device; however, the issue persisted. The field service engineer (fse) notes included a log file indicating that drawer 5 of the main unit, which appeared to be a full-height cubie drawer, had a failed pocket. The fse asked the customer whether they were able to confirm if the issue affected the entire drawer or only a single pocket. The customer was unable to confirm the drawer number and stated that someone would be sent to check the device. The fse requested that the customer take down a phone number and asked that the technician call once they were in front of the station so the fse could gather information from the drawer recovery screen. After approximately 30 minutes, the fse received a call back from the technician, who confirmed that the drawer had been successfully recovered. The fse then closed the call. The issue was resolved remotely, and the customer confirmed normal drawer operation. The system functioned as intended after field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mb4cc drawer failed. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.